Event description:
It was reported a patient underwent a surgery for large intestine on an unknown date and a drain was used. During surgery, drainage failure occurred after placement of the product in the body. There was a possibility that the tube was faulty. The product was removed from the body. The product was used on intraperitoneal. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) additional information has been requested and received. Attempts to obtain the device have been made however not received to date. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Because the lot number of the complaint product could not be determined, the lot number of the product found in the hospital, which was assumed to have been delivered around the same time, was submitted as reference. Lot number : unk: j2200220. Was another drain needed to correct the situation? No further information is available. If yes, was the new drain placed surgically during a second procedure? Device return status: the device has been received at sukagawa and will be shipped. Please check rmao. No further information will be provided." No health injury has been reported. No prolongation of hospitalization has been reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: 6. Component code. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4). H3 evaluation: the product was returned for evaluation. During investigation of complaint, cut mark found on the drain sample. One used sample of drain received for analysis. On visual inspection, cut mark found on the drain. 100% inspection performed for finished goods before release. The cut mark on drain might likely happen with sharp tool used during the operation. Improper handling and improper usage at user end could not be ruled out. Retain samples were checked for lot and no defect related to complaint was observed. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # pc-001151765 corrected data: d7a this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.